Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No button error alarm noted. Unit had intermittent button response on the act button due to moisture damage on the keypad traces. Unit uploaded properly using carelink. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: (the date of death was not specified in the customer notes.) The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The reporting party did not state whether the customer had any illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further information was provided. The caller agreed to return the insulin pump for analysis. This report is being made for the failure analysis results. The pump had intermittent button response on the act button due to moisture damage on the keypad traces.